Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
A patient prescription form was submitted for a patient's right femur. Notes indicate "need to connect to existing mets implant" the reason for revision is "mechanical failure at the stem cement junction." Update 13jan20 - 'the cement mantle failed rotationally as the patient did too much too early before any on growth of the collar occurred. He has said that it has nothing to do with the implant design.'

Event description:
A patient prescription form was submitted for a patient's right femur. Notes indicate "need to connect to existing mets implant". The reason for revision is "mechanical failure at the stem cement junction". Update 13jan20 - 'the cement mantle failed rotationally as the patient did too much too early before any on growth of the collar occurred. He has said that it has nothing to do with the implant design'. Update 24jun20 - sales rep confirmed that the reason for revision was identified as "broken morse taper". As per sales rep email "it is the same case. The surgeon wasn¿t prepared to investigate the original pi as he felt it was a patient non compliance issue ( he was doing large snowboard jumps and sent him videos of it) and as such believed it to be a cement mantle issue. At the time of revision he expected cement mantle issues hence the second pi when we found a breakage.". This pi investigates the taper failure (disassociation) that occurred between the stem and the shaft; the reported fracture of the alignment lug is a consequence of the disassociation.

Manufacturer narrative:
Reported event: an event regarding disassociation between femoral stem and femoral shaft involving a mets distal femur was reported. The event was confirmed by product inspection. Method and results. Product evaluation and results: visual inspection - femoral stem, shaft and collar of a mets distal femur were received. Visual inspection of returned components identified visually unremarkable ha collar with cement deposits on surface. The femoral shaft shows lines around the taper. The femoral stem looks unremarkable on the proximal part. Lines are visible on the taper. It is observed that the alignment lug of the femoral stem has broken/fractured off. Material analysis - visual examination confirmed fracture of the lug on the cemented stem. Stereological and electron microscopy examination identified the stem had rotated which would indicate loss of lock between the cemented stem and the shaft. Loosening of the stem was identified as a likely contributing factor to the fracture of the lug, which fractured in fatigue due to unidirectional bending. The cause of loss of the initial lock is not detectable. Clinician review: the implant in situ was for a mets distal femoral replacement which was inserted on the (B)(6) 2019. The surgeon initially reported a mechanical failure at the stem cement junction and the failure of the cement mantle, but during revision surgery it was found that the morse taper was broken. The CT scan provided showed the radiolucent lines between the cement mantle and the stem, and between the cement mantle and the bone. However, the broken of the morse taper inside the principle shaft cannot be observed from the CT scan. Therefore, the radiographic assessment cannot confirm the morse taper broken as the reason for revision. Product history review: review of the product history records indicate (B)(4) devices were manufactured and accepted into final stock on 13apr2017 with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: an event regarding disassociation between femoral stem and femoral shaft involving a mets distal femur was reported. The event was confirmed by product inspection. The surgeon reported that the patient was too active too soon after the surgery. The exact cause of the event could not be determined because further information such the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be re-opened.

Manufacturer narrative:
Reported event an event regarding loosening of a femoral stem involving a mets distal femur was reported. The event was confirmed by medical review. Method and results product evaluation and results: not performed as no items were returned. Clinician review: the implant in situ was for a mets distal femoral replacement which was inserted on (B)(6) 2019. The surgeon reported a mechanical failure at the stem cement junction and the failure of the cement mantle. The CT scan provided showed the radiolucent lines between the cement mantle and the stem, and between the cement mantle and the bone. Therefore, the radiographic assessment can confirm the reason for revision. Product history review: a review cannot be performed since no catalogue/batch numbers were provided complaint history review: a review cannot be performed since no catalogue/batch numbers were provided. Conclusions: an event regarding loosening of a femoral stem involving a mets distal femur was reported. The surgeon reported that the patient was too active too soon after the surgery. The exact cause of the event could not be determined because further information such the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by siw. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be re-opened.

Event description:
A patient prescription form was submitted for a patient's right femur. Notes indicate "need to connect to existing mets implant" the reason for revision is "mechanical failure at the stem cement junction" update 13jan20 - 'the cement mantle failed rotationally as the patient did too much too early before any on growth of the collar occurred. He has said that it has nothing to do with the implant design.'